Manufacturer narrative:
Intuitive has received the tenanculum forceps instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "the instrument is not recognized by the system." The tenanculum forceps instrument was placed and driven on an in-house system. The instrument passed the recognition. The instrument's information was correctly displayed on the system's display. The following additional observations not reported by the site were identified. The tenanculum forceps instrument failed mechanical engagement when placed in the system. The tenanculum forceps instrument inputs failed to engage with the sterile adapter in multiple attempts. A review of remotefe log showed multiple engagement failures. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. As a result, failed engagement is observed. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Lastly, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.117¿ - 0.141 in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the tenaculum forceps (part 470207-10/n10200323) that was associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(6) 2021 on system (B)(4), with 7 lives remaining. This complaint is reportable due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event and there was no patient injury reported. However, the broken pitch cable found during failure analysis could result in a fragment falling inside the patient and potentially cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the tenanculum forceps instrument is not recognized by the system. The procedure was completed with no reported injury.